Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. General information: complaint: (B)(4). Information to the sample: model: infusomat space article number: 8713050. Serial number/batch: (B)(6). Software version: l030003. Hours of operation: 9687. Further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. No abnormalities could be found in the device and alarm history. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technician seal (353-01-084) on the lower housing were intact and undamaged. The device shows age related signa of wear and tear and was slightly dirty. No visible damage was found. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -0,57%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: the device was disassembled and the inside was investigated. Inside the device could be found liquid residues on the emc protection shield, the bottom inner frame and the lower housing. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.

Event description:
According to the complainant: we had an issue with an infusomat over weekend . A drug infusion of 250mls amiodarone was set to infuse over 23 hrs . It was commenced at 1300 on 07/06 and at 12m/d on 8/06 the drug still had approx 100mls to infuse . The pump was set at the correct rate. We changed the pump at the infusion eventually finished at midnight on 09/06. No patient complications were reported as a result of this event.